Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was intermittent atrial undersensing.

Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing atrial far field r-wave (ffrw) oversensing. Follow up was conducted and it was noted that the lead could not be reprogrammed due to the patient's small p waves. As well, the patient was experiencing dizziness. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's right atrial (ra) lead had minimal p waves and experienced undersensing of atrial fibrillation (af) with rapid ventricular response. There was also continued far field r-wave (ffrw). Attempts were made to eliminate the ffrw without success. As well, the patient's implantable cardioverter defibrillator (ICD) had stored episodes classified as supra ventricular tachycardia (svt) are due to consistent far field, the other episode classified as ventricular tachycardia (vt) due to intermittent far field. The episodes are irregular and wavelet shows a match. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented in the emergency room due to chest pain and shortness of breath. Continued far field r-wave (ffrw) oversensing and occasional p wave undersensing was noted. The lead is still in use. No further patient complications have been reported as a result of this event.